Manufacturer narrative:
Additional information was received that the patient continues to undergo physical therapy. The patient continues to have weakness in his legs and loss of feeling in his feet. The patient also experienced difficulty controlling urination, and was required to be catheterized. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's system was explanted due to the device causing numbness, tingling, loss of feeling, and loss of movement in the lower extremeties. The physician does not believe the symptoms were device or procedure related but he could not determine the cause. The patient is undergoing physical therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead, 70 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's system was explanted due to the device causing numbness, tingling, loss of feeling, and loss of movement in the lower extremeties. The physician does not believe the symptoms were device or procedure related but he could not determine the cause. The patient is undergoing physical therapy.